Event description:
The protege stent distal marker was aligned with the ostium of the left common iliac. When the physician started to flower the protege stent, it jumped, missing the mark of stenosis. This resulted in deployment of distal end of the stent in the distal aorta. Inflow was not restricted but the stent was stretched in attempted to overcorrect the stent jump.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.